Manufacturer narrative:
Visual examination of the two submitted device revealed witness lines on the distal surface running parallel to the medial edge and contained within a boundary roughly 1mm from the edge. This damage is consistent with the medial locking edge not properly sliding into the groove of the tray during insertion. These observations indicate the inserts were not optimally aligned relative to the tibial tray prior to assembly. Review of the device history records did not reveal any manufacturing deviations or anomalies. The root cause is attributed to user technique. No evidence was found of product error as a contributing factor to the reported events and the need for corrective action is not indicated. Monitor complaints through sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4).

Event description:
Surgeon attempted to implant the tibial insert into the tibial tray but it would not seat. Insert was removed and the tray was carefully inspected to see if any bone or soft tissue was obstructing the insert from going in. After careful inspection another insert was opened and attempted to implant it. The second insert also wouldn't go into the tray. Finally a third insert was opened and it went into the tray easily.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.